Manufacturer narrative:
Immucor technical support verbally communicated with the injured user on (B)(6) 2019 to document the user's information. The immucor internal report record number for this report is (B)(4).

Event description:
On (B)(6) 2019, a customer site reported an unexpected user injury when performing a user task on a galileo echo instrument. The instrument had recently had a software upgrade.